Manufacturer narrative:
This product has been returned back from the field for analysis, this report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks to the patient due to oversensing of noise. CT and lc error codes were also recorded. The patient had twiddled their system and the electrode was thought to have dislodged. Surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks to the patient due to oversensing of noise. CT and lc error codes were also recorded. The patient had twiddled their system and the electrode was thought to have dislodged. Surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.